Manufacturer narrative:
We have improve sewing technique, the reason of seat upholstery was coming away from the padding is sewing length is short inside padding. We have noticed this problem and already improve our sewing technique to avoid this happen again.

Event description:
When chair received the seat upholstery was coming away from the padding.